Event description:
An eye care practitioner's office manager reported a central corneal ulcer in the right eye of a patient associated with focus night & day contact lenses. The patient has prior 6 year history of extended wear contact lens wear. Was fitted with night & day lenses in november 2002. Typically wears lenses for 14 days continuous wear, then removes for 2 days, disinfecting with optifree express. Pt experienced mild discomfort in right eye in may, 2003, used artificial tears (brand unknown), has history of allergies. Pt. Noticed decrease in vision and reported to primary eye care provider's office still wearing lenses. Central corneal ulcer diagnosed with visual acuity od reported as 20/70 with mild discomfort. Visual acuity prior to symptoms reported as 20/20 od. No anterior chamber involvement. Pt. Referred to corneal specialist who treated with zymar & ocuflox. Culture taken, but no results available at this time. Follow up appointment next day, may, 2003, with ulcer improving. Next follow up visit scheduled for may, 2003. Several requests have been made for additional information. No additional information is available at this time.